Manufacturer narrative:
Device passed self test. Device alarmed pump error 37 due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and missing display window cover. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a drive count or time values or changes incorrect for moving coasting and too slow or too fast pump error alarm. Customer able to successfully clear alarm but did not complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.